Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device upgrade procedure, insulation damage near the suture sleeve was observed on the right ventricular (rv) lead by the physician. The rv lead was capped and replaced. The patient was stable.